Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: guide wire separation, distal part of the guide wire was compressed against the vessel wall. Device issue: guide wire separation. It was reported that during a post descending artery (pda) stenting procedure, in a small pda vessel, a balance middleweight (bmw) guide wire was inserted through a saphenous vein graft to the pda. A non-abbott balloon catheter was then inserted. During inflation of the balloon catheter, the guide wire broke in two pieces. The proximal portion of the guide wire was removed and a second bmw guide wire was inserted. A promus stent delivery system (sds) was inserted, but was unable to cross the lesion. Upon trying to remove the promus sds, it could not be removed from the vessel. The guiding catheter, the second bmw guide wire and the promus sds were removed as one unit. A non-abbott drug eluting stent was deployed compressing the detached portion of the bmw guide wire against the vessel wall. Upon inspection of the promus stent after removal from the anatomy, the device was noted to have a mangled appearance. No additional event or patient information is available.

Manufacturer narrative:
(B) (4).